Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump suspended delivery due to a low sensor glucose reading. The customer¿s sensor glucose value during the incident was 58 mg/dl while their blood glucose level was 106 mg/dl. The customer stated they had 3 threshold suspend incidents since inputting the sensor. Troubleshooting was performed. The product will be returned for analysis.